Manufacturer narrative:
Information contained in this report was previously submitted through asr on 28/jan/2017. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified: opening, crease fold, wear abrasion, brown particles. Leak test was performed and found opening on posterior side. A microscopic analysis was performed which identify crease smooth opening on posterior side. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a crease smooth opening on posterior assessed a fold flaw opening. Reason for reoperation due to deflation. This is a known potential adverse event addressed in the product labeling.

Event description:
Health professional reported a left side "deflation." Device has been explanted.